Event description:
Baxter (B)(4) received a report than an intermate had a reservoir rupture during patient infusion. The device was filled with a solution containing antibiotics. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the bladder ruptured in a footed position. The reservoir was microscopically inspected for any abnormalities that may have contributed to the rupture and the root cause of the rupture was determined to be a manufacturing defect. It was also noted that the stressmember mold used to manufacture this device's reservoir was 6g and was replaced by modified mold g in (B)(6) 2012, which aims to reduce the occurrence of reservoir ruptures. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: a batch review was conducted and revealed there was a non-conformance initiated on (B)(6) 2012, due to rupture during functional flow testing for lot 12a012. Investigation revealed there was an insufficient amount of silicone in the reservoir material causing an increase in the frictional forces between the reservoir and the housing. Some units are assembled using a manual silicone application process which has an inherit variation in the amount of silicone applied to each unit. This lot was reworked and no additional ruptures were observed during testing for the lot. Awareness training was also conducted for all applicable manufacturing personnel to address the importance of silicone application and were instructed on how to inspect for missing silicone. This issue was investigated through CAPA.

Manufacturer narrative:
(B)(4). Additional narrative: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.